Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to moisture damage on keypad traces. They ran 10u bolus and no unexpected bolus stopped alarms. There was no moisture damage on the electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 290 mg/dl at the time of incident. The customer stated that the pump stopped working and it was alarming bolus stopped. She stated that she was pushed into a pool. The customer treated with shots. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.